Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that one discordant, falsely elevated prothrombin time (pt) result, two discordant, falsely elevated prothrombin time international normalized ratio (inr) results, and one discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent. The customer provided siemens with the system reaction kinetics. All reaction kinetics were evaluated correctly by the system software. The reason for the drift downwards in seconds is a gradient in the patient sample caused by nonmixing of the primary tube after the blood was drawn. The second patient sample is consistent in all measurements, showing that the issue is sample specific. MDR 9610806-2019-00083 was also filed for the discordant results for the same patient obtained with thromborel s reagent. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely elevated prothrombin time international normalized ratio (inr) result, and a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system using thromborel s reagent. Prior to obtaining these discordant results, the initial inr results for this sample had no coagulation error flags. An additional discordant falsely elevated prothrombin time (pt) result, two discordant, falsely elevated prothrombin time international normalized ratio (inr) results, and one discordant, falsely low prothrombin time percent (pt%) result were obtained on the same patient sample when the sample was rerun on an alternate sysmex cs-5100 system using dade innovin reagent. The same sample was then repeated for pt, inr, and pt% on the same alternate system with thromborel s reagent. The pt and inr resulted lower and the pt% resulted higher. The same sample was then repeated for pt, inr, and pt% on the same alternate system using dade innovin reagent. The pt and inr resulted lower and the pt% resulted higher than the initial discordant results. The same sample was repeated again for pt, inr, and pt% on the same alternate system with thromborel s reagent. The pt and inr resulted lower and the pt% resulted higher than the initial discordant results. A new sample from the same patient was then run twice for pt, inr, and pt% on the same alternate system using dade innovin reagent. The pt and inr resulted lower and the pt% resulted higher than the initial discordant results. The last inr result obtained was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) results, the discordant, falsely elevated prothrombin time international normalized ratio (inr) results, or the discordant, falsely low prothrombin time percent (pt%) results.